Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that poor quality image was encountered.   An opticross¿ imaging catheter was used to view the lesion. However, dark image appeared. The procedure was completed with another with the same device.  No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint assembly .

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that the fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows a good unit wave form. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The telescope assembly was not able to properly pull back, advance, or retract due to the lap joint. No other visual damages were encountered upon visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).